Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected vitros crea result was obtained from a single non-vitros mas omnicore quality control fluid on a vitros 350 chemistry system. The most likely assignable cause of the event is an instrument related issue. There was no evidence provided that verified the overall performance of vitros crea slide lot 1513-3470-3311 therefore a reagent related issue cannot be ruled out as contributing to the event. However, one of the three incubator wear pads was missing. It is likely the missing wear pad caused the incubator to move unevenly, causing the incubator drive belt to fray, which may have led to a microslide read positioning error. In addition, the customer was using correction factors that were atypical. Acceptable performance was obtained after replacing the incubator wear pads and drive belt, cleaning the incubator and updating the correction factors.

Event description:
A customer obtained a non-reproducible, lower than expected vitros crea result from a single non-vitros mas omnicore quality control fluid on a vitros 350 chemistry system. Mas omni l2 (lot 1908) vitros crea result <4.0 umol/l versus the expected crea result 330.9 umol/l. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected vitros crea result was obtained when testing a quality control fluid. Although patient sample results were affected the magnitude of bias did not meet ortho's reporting criteria. None of the results were reported from the laboratory and ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).